Event description:
Patient had anaphalactic reaction to what we suspect was the latex retension cuff on a barium enema tip. Medical intervention was required including injection of epinephrine, solu-cortef, benedryl and oxygen. After treatment patient improved and was held for observation for about six hours before being discharged to home. E-z-em barosperse barium and bag were used in conjunction with enema tip. Product was not labeled as to contents or contraindicationdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: labeling - incomplete, unanticipated adverse reaction - short term. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.